Event description:
It was reported the customer had a crack on their insulin pump's casing. Customer did not drop or bump their insulin pump. The customer also stated their drive support cap was not damaged. The customer reported there was insulin squirting out during manual prime. Customer also stated numbers did not appear on their screen and no beeps were heard. Customer was unable to complete their prime sequence. The customer's blood glucose was 167 mg/dl. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to faulty fore sensor resistor. Unable to perform rewind, basic occlusion, occlusion, the excessive no delivery test due to prime/fill anomaly. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip and broken battery tube threads.